Event description:
Caller alleged discrepant results compared with the lab. Results as follow: date 11/08/06 infratio 2.8 lab 20.8

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date 11/08/06 inratio 2.8 lab 20.8 mean 11.8 confidence limits cannot be determined per internal procedure, the mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values are outside the confidence limits for inr testing. This is adverse event case. Products will be tested when returned.